Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that upon taking the web out of the packaging and tubing, the back end of the device was observed to have a very slight bend. The back end of the device was tested in the detacher. After observing the steady green light on the detacher, physician proceeded with placing the web. After about 5 mins of placement and deployment, physician attempted to detach the web. He connected to the detacher to the back end of the device again and the light went red and beeped. Physician tried repetitively to get the detacher to work but it never worked. A 2nd detacher was used, and it would not work. Physician resheathed and removed the web and put another web in. As the 1st web was removed, it was observed a more drastic bend to the back end of the web device. Prep, deployment and detachment with the 2nd web was very easy going with no problems.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint, which is consistent with the condition described in the reported event. A broken body wire was found on the proximal shoulder of the implant; however, this would not have contributed to non-detachment. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked connector and broken solder joint, but these conditions are consistent with the device experiencing forces that exceeded the pusher's yield and tensile strengths. The broken implant wire is consistent with the device experiencing forces that exceeded the implant's tensile strength.

Event description:
See h10.